Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable, cine bridge board, and the cine drive were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system had cine disk failure errors with a loss of cine function. There was no pt injury or death reported.